Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.